Event description:
Customer called to report that the pump screen displayed other than what it should have while holding the activate button. Customer repeated the priming action several times but received the same results.